Event description:
Initially, during a call to the baxter technical service center, the home patient (hp) stated he was recovering from peritonitis. A follow up call was made to the facility nurse who provided the following clinical information: this is the third event of recurring peritonitis for the (B)(6) male patient. On (B)(6) 2010, the patient presented with cloudy effluent for the third time. The culture was positive for staphylococcus epi. A cell count was performed and results were positive. A gram stain was performed and results were gram positive. The patient was treated, per protocol, with vancomycin 2 gram intraperitoneal (ip) two times per week for three weeks and ceftazidime 1gram ip every day for three weeks as this was considered a recurring event. A home visit was completed. The wife is the caregiver and is well trained. At the home visit she was able to demonstrate appropriate techniques. The physician indicated the issue was not related to baxter devices or solutions but may be related to catheter issues. The patient was recovering from the event of peritonitis. The physician has indicated that should the event of peritonitis recur, the catheter will be removed and the patient will be placed on hemodialysis.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation was performed.